Event description:
The reporter indicated that a 12.6mm vticm512.6, -10.5/3.0/077 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's left eye (os) due to excessive vault.this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight - unk,ethnicity- unk,race- unk.(B)(4).